Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using plate columbia ag 5prct sb 90mm contamination was identified. The following information was reported by the initial reporter: "today we noticed that during the laboratory routine unexpected germs were identified (not corresponding to gram staining) with maldi-tof."

Manufacturer narrative:
H.6 investigation summary: complaint history review: complaint history was reviewed, and no similar complaint was identified for this batch number. Batch history record (bhr) review: the bhr was reviewed. No deviations from validated manufacturing processes were identified. Sample analysis: the retain samples were reviewed and no deviation was detected neither return samples nor pictures were shared. Evaluation results: at this stage of the investigation, we can exclude any deviation in our validated manufacturing process. No discrepancy was detected neither during the production nor during our qc lab release testing. This product is filled under aseptic conditions. Therefore, the sterility of the finished product cannot be guaranteed. Unfortunately, a 100 % inspection level for sterility is not possible and sterility testing is carried out on the basis of a representative sample. During the sterility testing no deviation was detected. Since neither return samples nor pictures illustrating the issue were shared no further investigation will be performed. Investigation conclusion: based on the internal investigation, this complaint cannot be confirmed. However bd will continue to monitor incoming complaints for similar defect types.

Event description:
It was reported that while using plate columbia ag 5prct sb 90mm contamination was identified. The following information was reported by the initial reporter: "today we noticed that during the laboratory routine unexpected germs were identified (not corresponding to gram staining) with maldi-tof."